Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump was under delivering. The customer blood glucose level was 360 mg/dl at the time of incident and the current blood glucose level was 298 mg/dl. The customer was assisted with troubleshooting. The customer was treated with manual injection for high blood glucose level. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer reports they had contacted their health care professional regarding the high blood glucose. Customer alleges insulin pump was under delivering because customer have high blood glucose even after bolusing for high blood glucose. Customer stated that the drive support cap appears normal. Customer stated insulin exited at the quick release. Customer declined troubleshooting for high blood glucose. Customer stated that the cannula was bent. The device will not be returned for analysis.